Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2024. The patient reportedly removed the sensor on (B)(6)2024 due to an inaccuracy. Upon removal, they experienced slight pain and discomfort. On (B)(6)2024, the patient developed a "quarter round pea sized" lump at the insertion site. The patient's wife called their doctor out of concern of the reaction. An appointment was made and the patient went to the clinic and was prescribed doxycycline antibiotic (1 tablet per day for 7-10 days). The patient left the doctor's office the same day. At the time of the report, the patient stated there was no longer a lump on his skin and was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code e2010 needle stick/puncture.